Manufacturer narrative:
B3 incident date: updated from on (B)(6) 2025. The root cause of the reported oxygen delivery issue is attributed to contamination of the hospital's oxygen pipeline supply with medical air. The hospital did not provide sufficient information to identify the specific anesthesia machine model or serial number used during the incident. Multiple requests for additional details were made during the discovery process. There is no indication of a malfunction of the ge healthcare device, and no further actions are planned. Should new information emerge that identifies a specific machine or indicates a malfunction, this investigation will be reopened to document and assess the updated findings.

Event description:
The hospital reported a patient was connected to a aisys during surgery when it was alleged that the patient oxygen concentration dropped. The level of desaturation was not reported by the customer. It was alleged that the device had difficulty maintaining the correct oxygen level despite increasing the oxygen concentration. There was no reported patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare (gehc) investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Gehc has requested more information regarding the patient impact and alleged product problem. Block a: no patient information provided to date. Block d4 serial number not provided. Block d4 primary UDI number: there is no UDI available as the serial number was not provided. Block g2 report source other: swedish medical products agency (mpa) ref no: 6.6.2-2025-057914. Block h4 date of device manufacture unknown as the serial number was not provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.